Event description:
It was reported that before pulling back the tunneling tool, the doctor was educated on the precautions to taken when pulling back with two extensions. The plastic piece used for tunneling two extensions broken under the pt's skin in the area around the neck. The doctor noted that the pt was very rigid it was difficult to turn his neck very far to the left, and though this may have led to the difficulty. The doctor made an incision and removed the broken piece. A second tunneling tool was used to finish the case.

Manufacturer narrative:
(B)(4).